Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore properly was confirmed. It was found that the distal tip was damaged, the shaft was worn, and that the device produced a foggy image. The distal tip and shaft were replaced and the device was repaired, tested and found to be fully functional. User mishandling is one possible root cause for the damage to the shaft and distal tip, however, given the information provided we cannot discern a definitive root cause for the same. The defective components would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the hd epscp, 4.0, 30, 175, cw_storz device does not work anymore properly. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.